Event description:
The iab leaked and the iab was removed. Another iab was inserted. The iab was not returned to datascope for eval. The iab was discarded by the facility. (Event complications: none from the event-reported 10/22/97.) (Pt's current status: unk-rpt'd 10/22/97.)